Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a thyroid procedure. Reportedly, the instrument did not fire correctly. No pt injury reported.